Manufacturer narrative:
Initial.

Event description:
It was reported that during participation in the ilet experience study, the user experienced episodes of very high blood glucose followed by very low blood glucose and later stated that glucose rose after meals and stayed high, and that they used meal announcements as corrective entries when running high, which the user acknowledged would maladapt the algorithm; troubleshooting and education were provided on proper meal announcement use and meal size selection for the ilet. Symptoms included hyperglycemia. Outcomes included insufficient information regarding the impact of the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.